Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacturing date is unknown.

Event description:
A customer sent a correspondence to adc in which they reported they received a reading of 425 mg/dl on their precision xtra blood glucose meter, and after consulting their doctor, they increased their insulin intake. The customer reportedly experienced symptoms of hypoglycemia (not specified), but their meter showed a reading of 111 mg/dl. The customer also reported that three days later (by (B)(6) 2011) they were admitted to a hospital and "took the doctor two days to stabilize their blood sugar levels". No specific medical diagnosis or treatment was reported. No additional information about the device serial number and test strip lot was provided as well. There was no report of death or permanent impairment associated with this report.